Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in loading a new cartridge properly, and the issue was resolved. The customer was able to successfully load a cartridge and planned to resume insulin therapy upon returning home.